Event description:
It was reported that during a da vinci-assisted nephrectomy procedure, bleeding occurred, and the procedure approach was converted to open surgery. Initially, the source of the bleeding was difficult to identify, prompting the involvement of a general surgeon to assist with the conversion. Hemostasis was eventually achieved, but specific details regarding the volume of blood loss and the resolution remain unclear. The cause of the bleeding is still uncertain; one surgeon hypothesizes that the rupture occurred in the renal artery proximally to the clip, while another suspects a malfunction in the clip itself. The patient did survive the intraoperative complication, and the procedure was successfully completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. Insufficient information is available; therefore, no da vinci system or instrument logs are available for review. Note: d fields - entered a medium-larger clip applier instrument (part #470327) although it is unconfirmed what specific clip applier instrument was utilized in the procedure.